Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023. H6: investigation summary our quality engineer inspected the 2 photos and 1 sample submitted for evaluation. The reported issue of leakage-leak from damaged component was confirmed upon inspection of the samples. Analysis of the sample and photos showed that the luer collar is not assembled in the housing component, which can cause leakage. Bd determined that the cause of the failure was related to one of our manufacturing processes. The exact process and problem have been identified and an action plan has been created to address the issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported while using bd q-syte¿ needle-free connector there was damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about damage to luer lock connector. A patient complained of an infusion leak. Upon checking, the connector part of the stopcock was damaged.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ needle-free connector there was damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about damage to luer lock connector. A patient complained of an infusion leak. Upon checking, the connector part of the stopcock was damaged.